Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
Related manufacturer reference number: 1627487-2023-01086. It was reported following an ipg replacement on (B)(6) 2023, the patient experienced an infection to patient's spinal cord, kidneys, bladder, colon, and other organs as well as multiple hospital stays in the aftermath as well as ultimately sepsis. Next course of action is underdetermined at this time.

Manufacturer narrative:
An infection was reported to abbott. It was determined that following an ipg replacement, the patient experienced an infection to patient's spinal cord, kidneys, bladder, colon, and other organs as well as multiple hospital stays in the aftermath as well as ultimately sepsis. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.